Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested and received. (B)(4).

Event description:
A nurse reported that the trocars leaked during a vitrectomy surgery. The procedure was completed with replacement trocars after a delay of 5-10 minutes. There was no patient harm reported. Additional information was requested and received.

Manufacturer narrative:
Evaluation summary: quality summary: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. The final lot was identified and a device history record review indicated the product released met manufacturer¿s acceptance criteria. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. A root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection practice that required manipulation of the valved septum along the blade shaft. The reported lots for this complaint include affected manufacturing lots.

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed(B)(4)